Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl and other relevant blood glucose level was 227 mg/dl. Customer also reported that the insulin pump had unexpected restart alarm and they were able to clear the alarm and able to complete rewind. It was also reported that the alarm did report after battery change. The insulin pump will not be returned for analysis.